Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a new ilet user experienced episodes of low blood glucose, and the caregiver sought guidance on dietary measures and requested to speak with a clinician. Customer care provided support that included communication with the reporter and transferring user to a clinician. Investigation of this case revealed no specific findings and insufficient information to identify a device-related problem or a specific device component involved. No clinical symptoms associated with hypoglycemia reported. Outcomes included insufficient information regarding impact on the user. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.